Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID :3889-28, lot# va0v7mk, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient via manufacturer representative (rep). It was reported the patient had come into the office for interrogation and stated it was working great, they could feel stimulation and then the next day they could not. The patient contradicted previously reported statements that they had no falls or trauma to the device. Impedance testing and reprogramming was attempted by the hcp office. A replacement surgery was performed on the day of the report and found that the lead was completely into two pieces. The issue was resolved at the time of the report. The rep reported the implantable neurostimulator (ins) remained implanted and in service, however they later reported the lead and ins were replaced.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported the patient had the implant for a short amount of time and was getting great stimulation coverage, 100%. The patient fell on the opposite side of the implant and tried increasing stimulation but was feeling no stimulation coverage, and had a loss of therapy. Impedance showed all contact pairs with greater than 4,000 ohms. The rep later reported the patient would be scheduled for revision/replacement of the lead and implantable neurostimulator (ins) this coming (B)(6) 2016, and the device would be returned for analysis.

Event description:
A manufacturer representative (rep) reported they had no further information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.